Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had an infection at the generator site. Upon generator explant surgery, fluid was found within the lead. The surgeon did not have time to explant the lead at that time, so the patient was brought back into surgery later that day to have the lead explanted. The surgeon stated he took out as much as the lead as possible, but both the lead and the generator were discarded at the hospital. It was also reported the patient is now doing well at home and on antibiotics. No additional relevant information was received.